Manufacturer narrative:
The explanted set screw was returned for eval. Visual examination was performed; no visual abnormalities were observed. A review of the device history records found no related issues. The remainder of the construct was not removed, therefore it was not available for eval. The insertion instruments were also returned and evaluated. These devices functioned properly; no visual nor functional abnormalities were found. No conclusion can be drawn from the results of the examination of the returned set screw and insertion instruments.

Event description:
It was reported that a loose set screw was noted during a routine post-operative x-ray examination. The pt underwent surgery to remove and replace the set screw. The surgery was reported to have been completed successfully.